Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion testing due to loose/protruded drive support disk. Unable to test for prime test, occlusion test due to prime alarm. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during manual prime. Customer stated that insulin is squirting out of the insulin pump. Customer was disconnected during prime. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.